Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user, as the water filter was failed to have been correctly replaced. Regarding oer-6 instructions, operation manual ¿chapter 7 section 3 replacing the water filter (maj-2317)¿, the water filter failed to have been correctly replaced. The replacement frequency in the subject facility is approximately every half a year by contrast to every 2 months of replacement frequency which was recommended in the instruction manual. It is further suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. In addition to the device being incorrectly reprocessed, there are no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6).

Event description:
The customer reported to olympus that the evis lucera elite duodenovideoscope may have been cleaned with oer-6 (olympus endoscope reprocessor). The oer-6 water filter could not drain water sufficiently when replacing the water filter and the water filter was not replaced by the recommended deadline. There was no patient harm associated with the event. The device was evaluated, and it was found that the device was incorrectly reprocessed. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.